Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found half of plate haptic and piece of optic torn off and missing. Lens was returned dry. There was evidence of reddish residue on lens surface. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. #(B)(4).

Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens in the pt left eye. The lens tore upon insertion into the eye and was removed with no pt injury. No widening and no suture. Another same model and size lens was implanted. Cause of this incident was due to loading error.